Event description:
The facility's biomed tech reported a fail code 807:01 on channels a and b. The biomed tech stated that there have no record of any pt incident involving this pump since the last baxter service event.